Manufacturer narrative:
Upon receipt of the fuse holder and fuse at our quality assurance laboratory, the device was thoroughly analyzed. Visual examination found the fuse holder and fuse were in good physical condition. The electrical connections were in good condition. The fuse holder did not pass functional conductivity testing. However, after it was opened the fuse was tested and it passed conductivity testing. The fuse was reinstalled and then it passed conductivity testing. The console was serviced at the customer's site by a field service engineer (fse). The fse attempted to activate the pump on the console but it would not turn on. The side panels were removed and the cooling fuse was visibly burnt. The continuity of the fuse was checked and the fse confirmed that the fuse was blown. The ceramic fuse and housing were replaced, and the pump was re-tested. The pump turned on without any problems. Self-test was run on the console and no errors occurred. The system was then functionally tested and it passed all power output tests. The console was fully functional and ready for use. Based on analysis results, it is probable that the reported event was due to the blow fuse. Replacing the fuse resolved the device issues.

Event description:
It was reported that the patient had been sedated using general anesthesia in preparation for a ureteroscopy procedure. While preparing the console for the procedure, errors 137 and 58 occurred due to the emergency stop being engaged. Once the emergency stop was disengaged, error 188 occurred stating "cooling system error - cooling flow switch error." It was noted that the breaker was not tripped and the console was in the middle of the room so it had plenty of airflow around it. The console was restarted several times, but error 188 continued to occur. Due to the errors received, the procedure could not be started. The patient was woken up without any patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that the patient had been sedated using general anesthesia in preparation for a ureteroscopy procedure. While preparing the console for the procedure, errors 137 and 58 occurred due to the emergency stop being engaged. Once the emergency stop was disengaged, error 188 occurred stating "cooling system error - cooling flow switch error." It was noted that the breaker was not tripped and the console was in the middle of the room so it had plenty of airflow around it. The console was restarted several times, but error 188 continued to occur. Due to the errors received, the procedure could not be started. The patient was woken up without any patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.